Manufacturer narrative:
The referenced cerebrovascular accident (cva) was reported under medwatch MFR report# 2916596-2018-004402. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between device and the suspected thrombosis could not conclusively be established through this evaluation. The log file showed motor power, calculated flow, and calculated pi ranging from 3.200 to 4.300 watts, 1.7 to 4.2 lpm, and 2.8 to 12.3, respectively. The log file contained 121 low flow events throughout the log file when the estimated flow dropped below a threshold of 2.5 lpm. 53 of these events lasted for 10 seconds or more, long enough to trigger a low flow. Despite the low flow events, the pump speed remained above the low-speed limit for the duration of the log file. The instructions for use lists peripheral thromboembolic events as potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system was producing low flow alarms. A computed tomography (ct320) on (B)(6) 2018 showed small eccentric thrombus in the outflow graft. There are no plans for intervention at this time. Etiology is differential diagnosis ¿ lvad in-situ thrombus from history of low flows, lvad ingested thrombus (possible source left atrium/appendage ¿ no history of afib, pro-dvt) hypercoagulable state. Computed tomography of head and neck did not reveal any atherosclerotic disease. Ultrasound venous negative for deep vein thrombosis (dvt). Warfarin dose was changed from 3mg to 4mg. There are no plans for intervention at this time. No additional low flows were reported but patient has experienced pi events since admission. The patient also had experienced blurred vision in right eye due to recent reported cerebrovascular accident (cva) on (B)(6) 2018 which did resolve. The patient was eventually discharged home on (B)(6) 2018.